Event description:
Customer received a blood glucose result of 90mg/dl. The school nurse stated the device memory showed 209mg/dl at 9:35am. The device also showed a result of 121 mg/dl at 9:33am. The nurse states the customer did not do two tests. The nurse believes the result was really higher than the 90mg/dl because before lunch the customer's blood glucose was 348mg/dl. The customer is given insulin when the result is over 200mg/dl and insulin was not given on the result of 90mg/dl. No controls were in use. A request was made for the suspect device and replacement product was sent.